Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with their healthcare professional (hcp) or a manufacturing representative. The patient had an appointment with their hcp on 2015 (B)(6).

Event description:
It was reported that in (B)(6) 2014 the patient was having a terrible time with her right leg. Her left leg was perfectly fine, but she could not seem to get the right leg regulated properly so that her right leg did not ¿hyper extend, she just like swing out and flap down.¿ she also had a sciatic nerve problem that month and they ended up drilling a bone off her spine to ¿get rid of that.¿ she then had a whole knee replacement in (B)(6) 2014. During these times the patient was trying to work with her implantable neurostimulator (ins) to keep it regulated properly along with medication. She could not walk and thought it was from the sciatic nerve problem, but her trouble with walking got worse after the knee replacement. The patient also had terrible writing and her speech kept getting worse. Her speech problems started in (B)(6) 2015 as she had been trying to raise the ins amplitude. She called the nurse practitioner at the hospital that does her settings, but she was told to not try changing any programs or settings. The patient was set on a, b, and c, but it was not helping her. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0bs75, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0bs75, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).